Manufacturer narrative:
D4 revised.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 89 year old male patient who had been admitted in with known coronary artery disease and plan for a protected percutaneous coronary intervention (pci). The patient had presented in scai stage d shock and was on inotropes and vasopressors prior to the pump placement. The day after the pump was placed the team observed signs of hemolysis, as urine color had changed and the labs were hemolyzed. The team assessed the pump position with echo imaging and the team repositioned it. Labs returned to normal post troubleshooting. The pump was explanted after 2 days. Patient survived. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position

Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: additional information was provided stating that the indication for pump use was due to myocardial infartion/cardiogenic shock.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the issue was likely use related due to improper positioning as clinical information mentioned hemolysis resolved after pump repositioning.